Manufacturer narrative:
Visual inspection of the returned articular surface identified gouges on the condylar contact areas and around the locking dovetail. The gouges around the dovetail and some of the gouges on the condylar contact area appear to be from the component removal; however, some fo the gouges may be due to debris between the articulating components. Measures dimensions were conforming to print specifications. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Review of the primary operative notes indicates that the patient had good stability with the final components. Operative notes from the revision surgery were not returned. A definitive root cause cannot be determined with information provided.

Event description:
It is reported that the patient was revised due to instability.